Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. The returned pro-rinse probe 30g is actually broken at the base of the side vent. Nothing unusual to report was found during DHR review (wip lot #1340163). The rupture pattern is uneven but shows no material or machining defect. For information, the needle is too damaged to be measured. We note that the needle is not straight, the tube has been manifestly shaped manually by the practitioner. The tip could have been weakened during this operation (the side vent constitutes a incipient rupture). The root cause of the breakage are not identified. We will track this kind of event and monitor the trend.

Event description:
It was reported that a max-I-probe irrigation probe broke during use. The broken tip remains in the patient's tooth and further treatment is pending.